Event description:
It was reported that a coating issue occurred. A 300cm, 8cm poly tip v-18 control wire was selected for use. During the intraoperative procedure, when the wire was removed from the foot puncture site, it was noted that the wire appeared thinner on its soft tip and the coating was coming off at the proximal end of the wire. The procedure was completed with the original device. There were no patient complications as a result of this event.